Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. This is a combined initial and final report.

Event description:
A slight decline in hearing with the device was observed after the user experienced a head impact on (B)(6) 2023. Re-implantation was performed on (B)(6) 2025.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
A slight decline in hearing with the device was observed after the user experienced a head impact. Re-implantation was performed.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
A slight decline in hearing with the device was observed after the user experienced a head impact. Re-implantation was performed.